Event description:
During use in surgery implant would not deploy. A five minute delay took place. An additional device was used to continue case. Staff in sterile processing still had the device on her desk and confirmed that only one t remained attached on the suture. She could not confirm whether or not t1 was left in the patient. No patient injury or complications reported.

Manufacturer narrative:
Device has not been returned for evaluation.